Event description:
During a coronary drug eluting stenting treatment procedure, the stent dislodged from the balloon. The lesion was calcified and predilated. After pre-dilation the physician attempted to cross the lesion with a taxus express2 8.8% 3.50 x 12 mm stent. However, upon crossing the calcified lesion, the stent dislodged from the balloon and into the pt's body. The taxus stent was not recovered. The procedure was successfully completed using a driver stent. Pt status is reported as "ok."